Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va282ka implanted: (B)(6) 2021: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 30-mar-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient called with their husband, their ins has been causing them "a lot of pain and problems." Patient explained they were in a car accident (B)(6) 2025 where they were hit on the side and the back. Since then, they have had pain if they sit too long, stand up, or try to straighten up their back. Patient said they thought they could feel lead wire. Since that time, patient has also had worsening symptoms. Patient said their symptoms were "always acting up a little," but since the accident they got worse. Patient mentioned also having some bowel issues but went on to explain they have ibs and did notify the doctor who manages that diagnosis about their symptoms. They were told to take immodium as needed when bowel symptoms act up, which patient said has been working. As far as bladder symptoms go, agent walked patient through connecting to ins and adjusting therapy settings. Therapy expectations and general programming information reviewed. Patient adjusted therapy to where stim could be felt strong yet comfortable at the bicycle seat area. Patient will continue to monitor symptoms until their next follow-up appt next week with managing physician assistant.

Manufacturer narrative:
Continuation of d10: product ID 978a128, serial(B)(6), implanted: (B)(6) 2021, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on 2026-apr-17. The patient reported that they had a car accident on (B)(6), and since then, their devices had not been working properly.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va282ka, implanted: (B)(6) 2021 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-19 additional information was received from the patient. They reported that the device had greatly improved their daily life. The cause of feeling the lead wire was unknown but likely due to their irritable bowel syndrome with constipation and diarrhea sending them to bed for a month. They were dealing with this through tolerance and compromise with the device. It was unknown if this was resolved. They repeated information about the car wreck and said the implant site was still painful, but didn't report any information on the wreck's impact to the device.

Manufacturer narrative:
H6: correction submitted to update coding including addition of f15 on line 20 and removal of e2043 on line 10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.